Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer did not experience the malfunction again after resetting the pump with assistance from technical support and was advised to continue using the pump. They were instructed to call back if any malfunction code recurs.